Event description:
The patient reported that she was having some problems with her interstim. The patient stated that ¿she was not even sure what it was on and was actually trying to turn it off because her left leg had been cramping really bad in her toes¿. The patient could not seem to adjust it the right way to not have a problem. The patient indicated that she never had this problem before and was a little concerned. The patient indicated that the issue was also happening in her left calf as well. The patient stated she did not realize the issues are from implant because implant was on her right side of buttocks, but the issues patient was mentioning was happening on her left side. The patient went to her health care provider (hcp) and the nurse attempted to help her but had "turned it up a little, or did something, changed the programming". The patient needed help because patient was getting tingling in her feet and leg. It was noted that all these problems had been going on for a couple of months. The patient was having issue trying to use programmer to turn stimulator off and was also a little sore where her neurostimulator (ins) was located. The soreness just started these last few days. The patient attempted to synch with ins with antenna, but was seeing poor communication. The patient then attempted without antenna and was seeing poor communication. It was noted that patient tried with antenna again and was able to synch with ins. The patient was on program 3 with stim set at 0.0. The patient stated that every time she "hits it she gets a different number.¿ the patient was assisted to successfully turning off stimulation and was verified that it was off. The patient reported even though stimulation was off, her foot still felt numb and tingly. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID; 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va053x3, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient also still had concerns with their device or therapy but had not sought further help. The patient had turned their device off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.